Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic de-roofing of liver cyst procedure, the pad of the device became separated after ten activations of the instrument. They retrieved the pad from the patient. Opened a 2nd device from the same lot number and the same thing happened. The surgeon was able to complete the procedure without opening a third device. Case delayed by 10 minutes. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The device with serial number (B)(4) was returned with tissue pad detached but with evidence of the tissue pad material in the groove section of the clamp arm. In addition, the blade of the tip has gouges. The device was connected to a test hand piece and generator and the device did activate during functional testing. Based on the condition of the tissue pad, a probable cause of this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. Damage to the blade can affect the accuracy of the att tone. Probable causes of the blade damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Prolonged usage of advanced hemostasis mode may cause tissue pad damage.